Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1602002) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that the mynxgrip device failed to deploy further described as "the sealant came out with the balloon." The device was being used in conjunction with a 7f procedural sheath for arterial closure following an interventional procedure. The user shuttled down completely; however, significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less. The patient was described as fine and recovering. Hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.